Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 140-150mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.